Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When the air flow is set to 0, the delivered air flow is out of specification. It was advised that the customer replace the flow sensor. The customer replaced the flow sensor and the issue was resolved. A gas delivery system (gds) was return for analysis. An investigation was performed and root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
It was reported that the device failed air flow accuracy testing. There was no patient involvement.